Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and the pump alarmed sensor error. The customer indicated that the sensor glucose was 44 mg/dl and blood glucose was 238 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to wait until blood glucose can stabilize to recalibrate and to restart the sensor. Troubleshooting was not done for low blood glucose.